Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, race: unknown. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Low trend in malfunctions for leaks from an undetermined component. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked during use. No injury was reported.